Manufacturer narrative:
On (B)(6) 2015, an fse conducted follow-up with the customer over-the-phone to address the reported event. Fse performed troubleshooting with the customer and provided a new lot of calibrator. The fse instructed the customer to recalibrate with the new lot and rerun the controls. The controls recovered within the expected range. The customer resumed operations. The g8 analyzer was functioning as intended with all errors cleared. No further action required by field service. The most probable cause of the reported event was due to an old lot of calibrator. Tosoh bioscience, inc. Is submittng on behalf of the foreign manufacturer tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2015, a customer reported qc recovery issues with their g8 analyzer. The customer is unable to report hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.